Event description:
It was reported, that the patient presented for a routine device change out and lead replacement procedure. Prior to the procedure, it was noted, that the right atrial (ra) lead exhibited episodes of over-sensed noise. During the procedure, it was noted, that the ra lead and the right ventricular (rv) lead had damage/fracture. The ra and rv leads were explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported events were lead fracture and noise. As received a complete lead was returned in two pieces with the helix found retracted and clogged with tissue. The reported event of noise was confirmed. Visual examination found three external insulation abrasions that breached the outer insulation and exposed the outer coil distal to the suture tie impressions. The reported event of lead fracture was not confirmed. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage. Electrical tests did not find any indication of conductor fractures however, an internal short was noted between conductors due to procedural damage. The cause of noise was due to the exposure of the outer coil in the abrasion regions consistent with friction to another device or feature of patient anatomy.